Event description:
It was reported that the patient, that is enrolled in a4092 clinical study, experienced a serious event of neurogenic claudication and surgical wound infection. The patient was hospitalized and given antibiotics. It was indicated that the event is ongoing. The relationship to the device and procedure was assessed as not related.additionally, it was reported that the no bsn, boston scientific neuro, devices were implanted at the time of the event.

Event description:
It was reported that the patient, that is enrolled in the (B)(6) study, experienced a serious event of neurogenic claudication and surgical wound infection. The patient was hospitalized and given antibiotics. It was indicated that the event is ongoing. The relationship to the device and procedure was assessed as not related.